Manufacturer narrative:
Additional device information: v.a.c. Whitefoam¿ dressings: UDI (B)(4). Based on information provided, it cannot be determined that the alleged hemorrhage is related to the activ.a.c.¿ therapy system. On (B)(6) 2019, the patient underwent a vascular bypass procedure, and on (B)(6) 2019 the nurse noted the patient's vascular graft was exposed. The nurse could not determine if activ.a.c.¿ therapy caused or contributed to the event. Device labeling, available in print and online, states: warnings: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ; infection; trauma; radiation; patients without adequate wound hemostasis; patients who have been administered anticoagulants or platelet aggregation inhibitors; patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy.

Event description:
On 03-may-2019, the following information was reported to kci by the patient: on (B)(6) 2019, the patient's v.a.c.® dressing was changed and after a few minutes post dressing change, he reportedly observed the activ.a.c.¿ canister filling with blood allegedly due to a blood vessel that burst. Measures were taken to stop the bleeding, and the patient was admitted to the hospital where he required blood transfusions. The patient noted he had a femoral popliteal procedure prior to activ.a.c.¿ therapy placement and subsequently had a vessel graft placed post hemorrhage. The patient requested another v.a.c.® therapy unit to replace the bloody unit. On 07-may-2019, the following information was reported to kci by the wound care nurse: the patient experienced a bleeding event on (B)(6) 2019, and allegedly lost 2 liters of blood at the wound care center. Direct pressure was applied and the patient underwent surgical repair requiring 4 units of blood. The patient was discharged from the hospital on (B)(6) 2019. The date of the prior femoral popliteal bypass was unknown. The nurse could not determine if activ.a.c.¿ therapy caused or contributed to the event. No additional information was available. Per review of kci records, on 25-apr-2019, the nurse's documentation noted that on (B)(6) 2019, "a portion of the patient's vascular graft is exposed in his groin. On 09-may-2019, the nurse's documentation noted "shortly after last week's visit, patient had emergency surgery due to ruptured bypass. Got multiple units of blood." The nurse noted a large amount of serosanguinous drainage. Device history reviews of lot numbers, wf18045l1v003 and 6029895v007 determined that all end release testing of products and packaging met specifications. A device evaluation of the activ.a.c.¿ therapy system is currently pending completion.

Event description:
On (B)(6) 2019, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. On (B)(6) 2019, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged hemorrhage is related to the activ.a.c.¿ therapy system.